Event description:
It was reported that the customer is having issues with insulin pump. Insulin pump is leaking from the reservoir into the pump and not delivering insulin. During no delivery troubleshooting, customer reports the alarm was resolved by a complete set change. Customer does not want to return the reservoir for analysis. The blood glucose reading was 231mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.